Event description:
On the night shift, when the tech went to export results to the interface, the interface did not receive all the results, and some of the results appeared changed. Customer was asked to fax results and lis printouts, rerun samples and export the data to verify operation of instrument. Upon rerun, the customer had multiple gel cards listed for the same sample, and the customer reported that the results received on the cerner side of the interface did not match those in the reader sa.